Event description:
The customer was unable to register cell-dyn emerald diluent of lot 4350 on a cell-dyn emerald analyzer. Registration failed messages were generated. The abbott customer service representative assisted the customer in registering the reagent. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The cause of the cell-dyn emerald reagent barcode read error upon installation of the reagent is due to a manufacturing error. A product recall letter was issued instructing cell-dyn emerald customers who received cell-dyn emerald diluent lot 4350 to enter a new serial number and verification key to run the analyzer. An investigation is in process